Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: ups 9735787 main cart s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The ups was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed a battery service error in the application. It was unknown if the system was plugged into the wall. The battery percentage read 100% while plugged in. The representative performed a battery test on the system. The battery percentage read 85% after the system unplugged for four minutes. The representative opened the application. They opened the clinical application. The battery service error message did not appear after several minutes plugged into the wall and unplugged. The representative performed a hard reboot on the system. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6). The uninterruptible power supply was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that no failure was found. The ups shut down as programmed after being unplugged from alternating current power. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This event did not occur during a procedure. The nurse informed the field representative (rep) of the issue that they noticed it when turning the system on a previous date.